Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: the black cap came loose inside the patient while inserting the instrument. It was inserted in the usual manner. (I didn't do anything unusual.). Additional information received by receiving & distribution team via email on 24apr2026: the batch number is known 1551668 for material 101414401 (cor37). Patient status: no patient injury or illness reported.